Event description:
The customer reported that the filter cracked and leaked during patient use in nicu room 2. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a filter crack was not confirmed as the received set did not have a filter and this model is not manufactured with a filter. The customer¿s report of a leak was confirmed. Visual inspection showed that the female luer had a lateral crack. Closer inspection under magnification showed no tool marks or signs of over torque. The cause of the leak is a crack in the female luer component. The root cause of the crack could not be identified.

Manufacturer narrative:
Concomitant medical products: 10ml syringe, ref (B)(4), lot 8060885, exp (B)(6) 2021, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the filter cracked and leaked during patient use in nicu room 2. There was no report of patient harm.